Manufacturer narrative:
The device was in vivo for approximately 2 months. No devices or photos were received; therefore the condition of the components is unknown. Based on the event description, the root cause of the periprosthetic fracture is most likely the patient's accident/injury. No device failure. After reviewing the device history records they were found to be conforming to requirements at the time of manufacture.

Event description:
It is reported that the patient was revised due to a periprosthetic fracture. The patient was working on his back hoe when a large branch hit him in the leg. The patient had immediate pain and could not bear weight. The patient was seen in the emergency room and diagnosed with the fracture.